Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported delivered tidal volume is exceeding high limit on the lap top ventilator 1200. At this time, there is no information regarding patient involvement associated with the reported event.